Event description:
N/a.

Manufacturer narrative:
Explant due to dyspnea, palpitations, pressure gradient and valve stenosis due to pannus formation after 8 years of valve implant was reported. Also reported that upon explant circumferential pannus formation was observed on the inflow side as well as pannus and valve stiffening on the outflow side; calcification was also observed. The investigation found fibrous thickening on all leaflets which immobilized the leaflets. Leaflet 1 was torn. There was organizing fibrin thrombus adherent to the leaflet base on the outflow surface. There were calcifications with valvular stenosis. Circumferential fibrous pannus ingrowth was observed on the inflow surface with narrowing of inflow diameter. No inflammation was present. The sewing cuff was intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The limited mobility of the leaflets and leaflet tear associated with calcifications, further exacerbated by the thrombus and pannus ingrowth is consistent with the elevated gradient and stenosis. The reported dyspnea and palpitations appear to be cascading effects of elevated pressure gradient. The surgical intervention is a result of explant of valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted. On (B)(6) 2025, increased pressure gradient and valve stenosis due to pannus formation was observed alongside patient symptoms of dyspnea and palpitations. Echocardiography confirmed elevated pressure gradient. On (B)(6) 2025, the valve was explanted. Upon explant, pannus formation was observed circumferentially on the inflow side as well as pannus and valve stiffening on the outflow side; calcification was also observed. A new 23mm epic supra valve was implanted. The patient was reported to be in stable condition.